Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that device was getting hot during a case at the user facility. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that device was getting hot during a case at the user facility. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.